Event description:
It was reported that during a routine check performed by the customer, the cs100 intra- aortic balloon pump (iabp) was not switching on. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to the customer's site. The fse observed the reported issue and suspects the power supply to be defective. The fse has advised that the customer has not requested for getinge to repair the iabp unit and has replaced the power supply themselves. It was noted that the iabp unit is working and all functional tests had passed.

Event description:
It was reported that during a routine check performed by the customer, the cs100 intra- aortic balloon pump (iabp) was not switching on. There was no patient involved and no adverse event was reported.